Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient complained that her chest was throbbing and unwell from (B)(6) 2021, and she visited the hospital on (B)(6) 2021. When trying to perform the interrogation, a popup message appeared indicating that the pacemaker was in standby mode. After successful re-initialization (all parameters were checked), there was no longer a problem and therefore, the patient was sent back home.